Event description:
During evaluation of a returned homechoice device, a baxter technician identified a potential overfill situation. During drain 3 of therapy in '08, the home patient has an ultrafiltration (uf) of 913ml. This indicates that the patient drained 2913ml following a fill volume of 2000ml (2000ml+913ml=2913ml). A follow up call was made to the home patient's nurse stated that she remembered the patient having some draining difficulties in february, but that the patient had no symptoms of overfill. The nurse had no further information regarding this event. The patient has successfully been completing therapy. There was no patient injury or medical intervention.

Manufacturer narrative:
Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the overfill identified during the evaluation. Based on a review of the device log data, it was determined that the probable cause of this overfill was insufficient drain/multiple cycles advanced to fill when slow/no flow condition occurred above the minimum drain volume threshold. The device was routed to the service area.